Event description:
It was reported that the "PICC broken/leaking at the junction between the white luer hub and clear extension tubing." The catheter was removed. No blood loss or ill effects to the pt were reported.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.